Event description:
This report is being filed after the subsequent review of the following journal article: hessman, m., degreif, j., mayer, a., atahi, s., and rommens, p.m. (2000). Transverse sacral fracture with intrapelvic intrusion of the lumbosacral spine: case report and review of the literature. The journal of traum injury, infection, and critical care vol 49, p.754-757. (B)(4). This study is a case report involving a (B)(6) man with an s1/s2 transverse sacral fracture-dislocation with intrapelvic intrusion of the lumbosacral spine with neurologic injury. Upon initial assessment at admission to the hospital, the patient had no abdominal pain and the abdominal area was nontender. The patient was implanted with universal spine system and schanz screws were inserted in l4 and l5 pedicles and s1 and s2 vertebral bodies. Fourteen days after the initial injury, the patient had an abdominal laparotomy and bowel resection due to an ileum perforation and peritonitis. This is report 1 of 1 for (B)(4). This report for an unknown uss system with unknown part and lot numbers and unknown quantity.

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for an unknown uss system with unknown part and lot numbers. The investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.